Event description:
It was reported that on 05aug2023 the patient had right heart failure. Their cardiac index (ci) was <2.0 l/min/m^2. The patient experienced peripheral edema.

Manufacturer narrative:
E1: reporter contact information was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The hospital communicated that they would not provide any additional information related to the event. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication and right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 04aug2023 the patient had a complete atrioventricular block. The patient was hospitalized on (B)(6) 2023. On (B)(6) 2023 the patient had a pacemaker implanted due bradycardia from the complete atrioventricular block. The patient was discharged on (B)(6) 2023.